Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. Small sections of the plastic impactor tip on the device fractured off and were not returned. The tip had many nicks and gouges in the surface, particularly around the fracture sites. The device was manufactured in 2016 and exhibits signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during thr, when the head was impacted, the plastic tip of the impactor broke apart. All pieces accounted for. No delay or injury reported. No back up device was needed.